Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer has reported an infusion of d10w 500 ml with calcium gluconate 50 mg., sodium chloride 5 meq/100 ml and potassium chloride 2 meq/100 ml was initiated at 3:30 pm on (B)(6) 2016 programmed to run at 18 ml/hr.; the infusion was then reduced to 10 ml/hr. At or around midnight on (B)(6) 2016. At 7:30 am it was noted the 500 ml bag that was intended to infuse over 27 hours, instead was empty and had completed in 16-17 hours. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an infusion completing ahead of schedule was not confirmed. The pcu event log shows that the pump module was infusing dextrose 10%, weight greater than (B)(6) at 18ml/hr. On (B)(6) 2016 at 2:24 pm, 6:25pm and 10:27pm the infusions completed and transitioned to kvo . Each time the previous infusion was restored at 18ml/hr. At 12:10am on (B)(6) 2016, the rate was changed to 10ml/hr. At 1:17am, the device alarmed for patient side occlusion and was restarted. At 4:17 am, the infusion completed and transitioned to kvo at 5ml/hr. The previous infusion was restored at 10ml/hr. At 8:59 am, the device alarmed for air in line. At 9:00am, the device alarmed for check IV set. The device was then channeled off. The root cause of the report of the infusion completing ahead of schedule was not identified. The starting volume of the fluid container cannot be determined through device logs. No device or disposable set was returned for investigation.